Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the archive data review but not during the functional testing. The autopulse platform passed the functional testing and worked as intended. Upon visual inspection, unrelated to the reported complaint, observed damages on the front enclosure and the bottom enclosure. The cause for the physical damage was due to mishandling. The front enclosure and the bottom enclosure needs to be replaced to remedy the damage. The autopulse platform passed the functional testing without any fault or error. The archive data review showed occurrence of multiple ua07 (discrepancy between load 1 and load 2 too large) error messages on the reported complaint date. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for approximately 17 minutes without any fault or error. Load cell characterization test indicated both cell modules are functioning within the specification. As a precautionary measure for ua07 error, the load cells were replaced. Upon customer approval, the autopulse platform will be further tested to full specification.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The crew reverted to manual CPR until another autopulse platform was used. No additional information was provided. No known impact or consequence to patient information was provided.